Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had unexpected shutdown. A field service engineer (fse) found that the medstation and auxiliary tower completely soaked after a water pipe burst directly above the units, with water still pouring from both units. All drawers, electronics, and internal components were fully submerged, and neither device would power on. Due to the extent of the water damage, the units were determined to be non repairable and will need full replacement. Further the fse informed the findings to customers supervisor.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es due to contained water intrusion, the machine required evaluation. The issue was attributed to the reported water exposure, and the unit needed to be assessed for potential damage. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es due to contained water intrusion, the machine required evaluation. The issue was attributed to the reported water exposure, and the unit needed to be assessed for potential damage. However, there were no delays or adverse events or injuries reported based on this event.